Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shut down. When the pump turned back on, it was reported that the touch screen display was flickering. The customer was unable to interact with the pump. Additionally, it was reported that the pump was beeping and the red led light was flashing. The customer was not using the pump for insulin therapy and has reverted to manual injections.